Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device battery doesn¿t accept load and in battery mode suddenly switched off. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
The customer contacted the philips response center. The response center provided a quote for evaluation to the customer. The customer did not accept the quote for philips evaluation. The device remains with the customer.